Event description:
Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.3, reference: 3.0, mean: 2.15, confidence limits: 1.4-3.1. The 1.1 and 2.9 inr results were excluded from comparison test due to pending lab results and no correlation data provided within three hours of comparison test. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Data analysis of mean calculation from comparison test data provided by end-user revealed iratio inr was outside of the lower confidence limit. No product was expected to be returned. Previous accuracy testing from retained strip lot #221728 revealed that accuracy criteria was met. Product deficiency was not established from retained strips. Using two drops of blood and re-testing using the same finger but different site are questionable testing techniques. This may have affected inratio test results. There is no sufficient information to determine the root cause of customer's test result discrepancies. As of (B) (6) 2010, twelve discrepant result complaints were reported for lot #221728 yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. Investigation results: the allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of strip lot 221728 are within the allowable bias. No discrepant results were produced on in-house meters. These meet the above criteria. No further investigation will be pursued.